Event description:
It was reported that the patient was having a device change out for normal eri. Fluoroscopy did not show externalized conductors. Decreased sensing, impedance and high capture threshold were observed three years post-implant. Upon explant, the physician noted a possible abrasion between the coils, roughly where the tricuspid valve would be. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned, cut at 11.2cm from the distal tip. An external insulation abrasion was found at 16.1 - 16.4cm from the distal tip, consistent with friction to another device. The etfe coating was intact at this location. An internal insulation abrasion was noted under- neath the rv shock coil at 5.1 - 6.3cm from the distal tip. The etfe coating was intact at this location. No anomaly was found that could contribute to the reported immpedance, capture threshold or sensing issues.